Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days after a laparoscopic roux-en y (gastric bypass) procedure, the patient returned to the hospital with symptoms of a leak. They were sent into surgery and it was determined that there was a leak at the gastro-jejunostomy. The anastomosis appeared in good form during the initial procedure. The leak developed over the course of three days. This lead to extended hospitalization and extended surgical time of more than 30 minutes. The patient returned to the operating room for a second surgery and it was determined that part of the staple line had failed and the surgeon was able to laparoscopically oversew the failure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted a gap in what appears to be the staple line. Physical inspection and functional testing could not be conducted as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.